Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600 pro synchron clinical system had a drift and failed calibration. No injury was reported and there was no affect to patient results.

Manufacturer narrative:
The customer looked inside the instrument and found that one tube had come off and connected it back on. The customer also found that the alkaline buffer was low and damper was full. Bci customer technical support (cts) assisted the customer with troubleshooting. Customer discovered that one line was disconnected. Cts advised the customer to reconnect it, calibrate ise and run qc. A field service engineer (fse) went on-site (B)(4) 2011 and performed troubleshooting and replaced some hardware as a precaution. Fse did not observe any problems. The instrument was verified as operational.